Manufacturer narrative:
Concomitant medical product(s): 407645 lead; 419488 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate shocks. The lead was capped, replaced, and no further patient complications have been reported as a result of this event.